Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports bilsters on nose and mouth. Md prescribed the antibiotic keflex and advised customer to stop using the soclean.